Event description:
One endeavor sprint otw drug eluting stent was implanted in the lcx during the index procedure. Patient withdrew consent from the study approximately 13 months post index procedure. Approximately 37 months post index procedure, the patient expired from an unknown cause. Cec adjudicated event as a cardiac death.

Manufacturer narrative:
Evaluation, results, conclusions: inherent risk of procedure ¿ (death). (B)(4).